Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set was leaking lipids into the fluid pathway from port 2. The customer moved the ingredient to port 17 and then got bubbles even with the port capped. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between november 18, 2021 to november 22, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.